Event description:
On day of index procedure, the patient received one endeavor sprint drug eluting stent. It is reported that approximately 4 months post index procedure the patient experienced a mi.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).